Event description:
Technical services received a call on (B)(6) 2012 from sales rep. Lv threshold has been rising, today at 5.5@ 1ms or 4.5@ 1.5ms which is up from 4@0.5ms about 3 month ago. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).